Event description:
It was reported that during a procedure to treat a narrow mid left anterior descending coronary artery, the copilot was used with a non-abbott guiding catheter; however, a leak was noted at the black hub. A new copilot was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood in the entire length and no contrast visible which is consistent with the copilot being used during the procedure as reported. The copilot was returned in an opened position. Potential factors that could cause and indeflator to a leak or lose pressure include, but are not limited to, materials, loose connections, damaged seals, damaged o-rings, damaged threads, associated devices being used and manufacturing. To ensure this is not a manufacturing related issue, all indeflators are subjected to a 100% visual inspection and are leak tested by manufacturing. In this case, analysis could not confirm the reported leak as there were no leaks noted to the copilot as reported. A new catheter and guide wire were inserted in the returned copilot. The cap was rotated in a closed position and a plug was attached to the rotator end. A new indeflator filled with water was attached to the side luer and the copilot was pressurized to 440 psi and it held pressure. In order to ensure that this does not occur as a result of a product quality deficiency, all copilots are subjected to a 100% visual inspection and leak tested by manufacturing. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. Overall, a conclusive cause could not be determined for the reported leak and there is no indication of a product quality deficiency.